Event description:
It was reported that the patient experienced increased pain and did not have adequate stimulation on one side. Impedance on contacts 0-7 was above 4,000 ohms. Therapy impedance on program 2 (2-/3+) was above 4,000 ohms. When program 2 was deleted the patient noted no difference in stimulation. The patient still experienced stimulation on program 1 (13-/14+/9+). It was believed that the issue was with the connector block for contacts 0-7. It was reported that the patient was reprogrammed on (B)(6), 2012 and (B)(6) 2012. An x-ray was taken on (B)(6), 2012 in an attempt to determine the cause of the high impedance, and the results were reported as "1/2 of lead is non-functional" it was noted that the patient had lost 40 pounds and the neurostimulator was protruding. A surgical intervention was "to be announced", and the patient did not require hospitalization due to the event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that impedance measurements were above 10,000 ohms on the 0-7 tail. The battery voltage was 2.82. It was noted that the patient was not receiving therapy. The patient was scheduled for a lead and possible battery revision for (B)(6). Preoperatively, the patient was tested for stimulation on contacts 0-7. The patient reported intermittent stimulation, then no stimulation up to 10.5 volts. The impedance measurements read over 10,000 ohms on contacts 0-7. Intraoperatively, the doctor unplugged the extensions from the old ipg and plugged them into the new ipg. Impedance measurements on contacts 0-7 at 0.7 and 3 volts again resulted in values over 10,000 ohms. The doctor opened the spinal incision, unplugged the 0-7 extension from the lead, and plugged in a new extension. Further impedance testing resulted in measurements over 10,000 ohms. The doctor plugged the old lead for contacts 0-7 directly into the new battery, again seeing measurements over 10,000 ohms for contacts 0-7. At this point, the doctor implanted a brand new lead with no extensions, directly connecting the lead to a new ipg. Impedance measurements with the new lead secured to the battery out of the pocket and in the pocket, resulting in values within normal limits for all contacts. It was reported that the patient had normal battery depletion and recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator model 37702 serial (B)(4) found no anomaly. Analysis of the lead model 39565-30 serial (B)(4) found conductors 0 through 7 broken 19cm from the proximal end of the lead. Circuits 0 through 7 were open. Analysis of the extension models 3708120 serial (B)(4) found no anomalies. Analysis of the wrench found no anomaly.

Manufacturer narrative:
(B)(4). Lead model 39565-30 (B)(4) implanted: 2009-(B)(6) explanted: unknown; programmer model 37743 (B)(4).

Manufacturer narrative:
Lead model 39565-30, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012.